Event description:
While reviewing the patient's programming history, it was noted that a system diagnostic test was performed on (B)(6) 2009, which faulted. A final interrogation was not performed prior to the patient leaving the office and upon initial interrogation on the following visit, (B)(6) 2009, the patient's settings were seen to be different. The settings were adjusted on this (B)(6) 2009 visit.

Manufacturer narrative:
Analysis of programming history.